Manufacturer narrative:
Follow-up #1 date of submission 09/09/2015-product analysis:the device was returned and evaluated by product analysis on 08/20/2015 with the following findings:the complaint could not be duplicated or confirmed with investigation. No display lens or display crack was observed. The display lens was found to be scratched.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged-cracked) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.